Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist of the instrument. The other cables at the wrist were undamaged. The crimp was still intact. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was observed that the cables on the tip of the pk dissecting forceps instrument were frayed. There was no report of patient harm, adverse outcome or injury related to the reported event.